Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that upon sensor removal, no portion of the sensor wire was visible on the sensor pod. The patient went to the emergency department (ed) and had a negative ultrasound; however, an x-ray was then performed which showed evidence that the sensor wire was retained under the skin. The ed health care provider attempted to physically locate the sensor wire in the skin but was unsuccessful. She was discharged home on the same day with a prescription oral antibiotic medication prophylaxis (amoxicillin, unspecified tablets) and was advised to consult a surgeon to have the wire surgically removed. On (B)(6) 2025, tech support contacted the patient and confirmed the patient had a surgical consult on (B)(6) 2025, but no treatment or further medical intervention was provided during the visit. At the time of the follow up report although the patient stated she would consult another hcp for a second opinion next week; it had not yet occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect impact code - prophylactic treatment.